Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving morphine, concentration 10 mg/ml and dose 10.502 mg/day, clonidine 150 mcg/ml, 157.54 mcg day and ropivacaine 2 mg/ml at 2.1005 mg/day via intrathecal drug delivery pump for failed back surgery syndrome and spinal pain. It was reported that the pump was failing. It was reported that a motor stall occurred (B)(6) 2017 per logs pulled from the pump on this report date. It was reported that the patient was being given oral medication to supplement pump dosing. It was reported that the following symptoms started the day before this report: sweats, body odor, nausea, vomiting, sleepy, diarrhea. It was reported that the patient complained of a sudden increase in pain. It was reported that the issue was not resolved at the time of this report. It was reported that surgical intervention had not occurred and was not planned. The patient status at the time of this report was "alive - no injury." The patient¿s medical history included 85 cardiac "caths," multiple stents, triple bypass and borderline diabetic (diet controlled). The patient¿s concomitant medications included asa 325 mg. No further complications were reported.

Manufacturer narrative:
References the main component of the device system the relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that a catheter event was confirmed. There was a catheter issue. The patient's pump was replaced and the catheter was not patent at proximal portion or when cut after the anchor at the spinal segment. The patient's catheter was replaced. The patient was started on 0.5 mg/day of morphine with 0.25 mg bolus allowed up to 7x/day.

Manufacturer narrative:
Analysis of the implantable pump (B)(4) identified corrosion on gear wheel number three and residue on the gear shaft of the motor gear train that resulted in the motor stall. Analysis of the implantable catheter (B)(4) identified an occlusion in the catheter body which was consistent with dried drug, blood, or other foreign material. The occlusion broke loose during the decontamination process and passed subsequent patency testing. Circular coring consistent with the shape of the tip of the connector on the pump was identified in the bottom of the cup of the sutureless connector. If information is provided in the future, a supplemental report will be issued.